Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. The unit was returned for failure analysis and the reported issue (cannula release lever not working) was confirmed as having occurred in the field. Visual inspection found plastic fragment pieces stuck in the cannula latch causing it to stick when it was pushed down. The usm unit was tested on an in-house system in normal mode with no related errors. The unit was also tested on a patient side cart (psc) fixture test platform (pftp) and passed all required tests. The cannula mount assembly will be replaced as a fix to the reported issue. The probable root cause is attributed to a mechanical defect.

Event description:
It was reported that during a da vinci assisted prostatectomy surgical procedure, the customer was not able to dock universal surgical manipulator (usm) 1. The cannula release lever was not working. There was no way to have usm 1 fixed to the cannula. The issue was the same with or without sterile adapter (sa) / drape. There was nothing blocking the lever to move back apparently, but they were not able to move it backwards. There has been 10 minutes of additional anesthesia. The surgeon managed to fix the affected cannula release lever. The procedure was completed robotically with no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked prior to use, and the system powered up with no errors.

Manufacturer narrative:
Based on the claim against the product by the customer noting not working, an investigation is in progress to determine the cause of this reported event. An isi field service engineer (fse) has been dispatched to investigate the reported event. The fse replicated the reported problem and replaced the usm due to the cannula mount lever being stiff. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This complaint is reportable malfunction event due to the following conclusion: it was alleged that the customer was not able to dock usm 1 during procedure. The fse replicated the customer reported problem and replaced the usm due to the cannula mount lever being stiff. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.